Event description:
It was reported during a gastric esophagectomy while using four mcl20 clip appliers the devices misfired with clips scissoring and falling out of the clip appliers. All four devices were used to complete the case (as they continued opening devices as the previous devices malfunctioned). There was no consequence to the pt.

Manufacturer narrative:
Device-c: h6; received empty and locked out with no anomalies observed. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, abcd)no; clip in jaw, a)yes bcd)no; clip stack pressure, ad)good bc)n/a; clip track location, abcd)good; condition of cartridge cover tabs, abcd)good and total # clips remaining, a)2 b)0 c)0 d)20. Functional tests & results: anti-backup functional, ad)yes cd)n/a; clip form properly, ad)yes cd)n/a; clip feed properly, ad)yes bd)n/a; cycle applier, ad)yes bd)no and lockout functional, abcd)yes. Analysis conclusion: ad)it was reported that appliers were conforming with regard to clips feeding, firing and forming. Appliers were received in good physical condition and applier "d" did not have clip in jaws. Appliers were examined and were found to be functional. Appliers were cycled and; a)fed, and formed remaining 2 clips within design specification and without incident. D)properly fed clip into jaws, and then fired and properly formed remaining 20 clips within design specification and without incident. Bc)no conclusion could be reached as to what may have caused reported incident "devices misfired" during surgery. Appliers were received empty and locked out. Appliers were examined and no anomalies or deformations were observed and no functional testing could be performed because instruments were empty and locked out. Abcd)each instrument is evaluated during assembly process to ensure that it functions properly.